Manufacturer narrative:
The reported event of stylet could not be inserted through the right ventricular lead was confirmed. As received, a complete lead was returned in one piece. The lead was evaluated with the stylet and found restriction/obstruction due to the inner coil clogged with dried blood. The cause of the reported event was isolated to the inner coil clogged with dried blood.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During initial implantation, it was reported that the stylet could not be inserted through the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.